Event description:
It was reported that the foley catheter kit did not have an extra port to draw a specimen. The patient did not know whether the port was omitted in the kit or they received a defective product. They made it work but had to spend a little more time to get a specimen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter kit did not have an extra port to draw a specimen. The patient did not know whether the port was omitted in the kit or they received a defective product. They made it work but had to spend a little more time to get a specimen.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect operation". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because a review of the label could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.